Manufacturer narrative:
The customer stopped running the hcg assay on the instrument. The field service engineer (fse) investigated the issue and noted that a high hcg sample (result = >133k) was run prior to the reported sample with an auto-requested dilution. The customer manually canceled the auto dilution and then manually re-requested the dilution of this sample. The customer then ran the next hcg sample (reported sample). The fse performed a precision check with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg+b (hcg+b) result for two samples from the same patient tested on the cobas e 411 rack. The initial result was reported outside of the laboratory. The patient was admitted to the hospital and a new sample was collected. The initial result of the initial sample was 239.40 iu/l. The result of the new sample was <3.0 iu/l. The repeat result of the initial sample was <3.0 iu/l. The reagent lot number is 614888 with an expiration date ofjul-2023.

Manufacturer narrative:
The field applications specialist (fas) noted that the customer was not replacing the pinch valve tubes. He ordered the customer to replace them. Product labeling states "every month - in this section replacing the pinch valve tubing (241). Damaged pinch valve tubing can cause leaks. Leakage can affect the volume pipetted and cleaning of the measuring cell." The fse performed mechanical and precision checks with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was consistent with a maintenance issue at the customer site.